Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. : event problem and evaluation codes: patient code: (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on (B)(6) 2020 and inspection of the unit was performed on (B)(6) 2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, fluid invasion in pve connector, distal cap/ case cracked, image blackout, endoscope failed electrical safety test - plct, endoscope failed electrical safety test - hi-pot, non pentax scope case, operation channel- primary mild scratch inside, control body mild corrosion inside, pve electrical connector frame mild corrosion. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, distal case/cap, pcb for ccd k2 pb-free/ntsc, electrical connector assy, o-ring(0.5x1.3), distal end w/ccd-m imp-t pb-free/nt, bending rubber, distal case/cap. The video duodenoscope is pending repair and final qc approval as of 21-feb-2020.